Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: the device nc emerge mr, ous 4.50mm x 8mm was returned for analysis. Visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 4mm distal to the proximal markerband. Bumper tip showed no signs of distal tip damage. A leakage testing was performed wherein the device was attached to an encore inflation device. An attempt was then made to inflate the balloon; however, it was observed that a leak was occurring.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon inflation was broken. No further details were provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon inflation was broken. No further details were provided.